Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was received with an open seal. The product was not used and is beyond its expiration date of 6/10/2018. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Third party manufacturing site: 2320643.